Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s, (serial: (B)(6)); product type: 0213-recharger h3. Analysis of the recharger found a nonconformance. The recharge antenna failed due to the controller not powering on when the recharger was connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that the patient saw rm06 on the controller about a week ago and again today when trying to charge the ins. The manufacturer's patient services specialist (pss) asked and the patient stated that the message has appeared even after resetting the controller. Pss walked the patient through resetting the controller and inspecting for damage - the patient confirmed no physical damage on recharger cord, pins, controller connector port pins. The patient then connected recharging antenna and confirmed controller was at 70% and implant was at 60% with recharging excellent. Pss observed recharger connecting to implant took longer than normal. The patient then stated the controller will say the controller battery is empty and cannot charge the implant even though controller is not empty. The patient also mentioned that "weeks" before, the controller would lock up with a white screen when charging the implant. The patient confirmed controller was not dropped or in water. The patient stated they have reset the controller about 10 times within the last month. Pss recommended to monitor implant charging with replacement recharger, document if any message appeared, and can call back if necessary. A replacement recharger was sent out. No patient symptoms were reported.